Event description:
It was reported that during a prostate procedure the fiber was noted to forward fire @ 325,692 joules. Gland volume 200 ml. Time expended 50:34 minutes. The procedure was completed using a second fiber. Patient outcome; ¿no injury to pt¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the distal end of the glass cap was detached and not returned; the metal cap exhibited severe burnt on detritus; the glass cap exhibited mild devitrification at output window; the outer flow tubing exhibited severe signs of melting and contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Manufacturer narrative:
(B)(4).